Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter. The patient suffered transient heart block requiring temporary transvenous pacing (tvp). It was reported a patient suffered a transient heart block. They were mapping the avnrt with the pentaray catheter, both the fast and slow pathways and towards the end of the procedure, when they were ablating, they noticed the heart block. They came off ablation and began right ventricle (rv) pacing "to get the heart going again." They got the heart stable enough to put in a temporary pacemaker after which the heart returned to a normal sinus rhythm. The patient was stable and all intervals associated with the sinus rhythm were normal when he and the physician left the room. The patient will stay overnight for observation. The case was not part of a clinical study. The caller asked the physician what their opinion was of the cause and the physician indicated that during ablation, the catheter slipped and bumped the fast pathway but did not ablate it, which is why the sinus rhythm returned. Additional information was received on the event. This adverse event was discovered during use of biosense webster products. Temporary transvenous pacing (tvp) was performed as intervention. The patient outcome of the adverse event is fully recovered. Other relevant history includes low ef.